Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Sales rep received information from the hospital that in the box of item ref 05801044. There were 2 times centralizer with wings and the one without wings was missing.

Event description:
Sales rep received information from the hospital that in the box of item ref (B)(4) there were 2 times centralizer with wings and the one without wings was missing.

Manufacturer narrative:
An event regarding a missing centralizer was reported involving an exeter stem was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device and operative reports are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.